Event description:
On (B)(6) 2014, the patient was undergoing treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that during preparation, a gore dryseal sheath was flushed and the stopcocks were confirmed to be closed. The sheath was then advanced up the right side into position with no issue. After the dsl1828 was in place, the physician reportedly leaned over the patient¿s right side to begin left side access preparations as it was planned a cutdown would be performed on the left side. It was reported that after approximately 10 minutes of leaning over the right side, it was noted there was a large amount of blood underneath the table (~ ½ l), blood was leaking out of the blue stopcock on the dsl1828, and the patient¿s blood pressure had dropped. It was reported the blue stopcock had inadvertently opened while the physician was leaning over the sheath to work on the patient¿s left side access, causing blood to leak out. The blue stopcock was closed, a transfusion of 2 units of blood was administered, and the patient¿s blood pressure was increased. The procedure was completed with the same sheath with no further issues, and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.